Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported on april 16, 2025, the nurse was preparing to indent a double lumen PICC catheter for a patient, and during pre-flushing of the catheter, a small foreign body, the size of a brown grain of rice, was found to be flushed from the end of the catheter on one side and was replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material is confirmed; however, the exact cause is unknown. One photograph of a powerpicc kit was returned for evaluation. An initial visual observation of the photograph showed a small brown piece of foreign material at the tip of the catheter. The material was observed to be in a clear liquid that was reported to be flushed through the catheter. No obvious use residue was observed on any kit components in the returned photograph. The origin of the foreign material could not be determined from the returned photograph. This complaint will be recorded for future trending and monitoring purposes.